Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/12/2017. Device returned to manufacturer? Yes. Additional method code is provided for microscopic inspection. Device evaluation: the complaint product was returned to the manufacturer. The plunger was locked and fully advanced. There was not observed assembly and/or molding issue. Trace amount of viscoelastic inside the cartridge was observed. There was no assembly issue with the plunger. Visual inspection of the returned iol was performed using microscope magnification and the lens was observed cut in two pieces. The haptic were observed polished and rounded. No additional damages were observed. There was not observed defects to associate the issue reported to the product. The complaint reported cannot be verified. Manufacturing record review: the manufacturing process record (po) was evaluated; no related non-conformity report (ncr) associated to this po was found and the devices were manufactured within specifications. The units were released according to specification. The functional test results were verified and all are within specifications. There were no issues identified on the po to associate the complaint reported with the lens manufacturing process. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Event description:
It was initially reported that a pcb00 18.0 diopter intraocular lens (iol) was removed from the patient's operative eye due to the physician choosing another lens. The lens was cut out of patient's eye and a vitrectomy was required. Through follow up, it was learned that the patient's capsule broke when lens was being inserted into the patient's eye. Due to the capsule break the lens had to be removed and vitrectomy was required. The lens was replaced with an anterior chamber lens. There was no incision enlargement, however one suture was needed. There was no patient post-op injury. No further information was provided.